Event description:
On (B)(6) 2014, a customer reported unexpected compatible crossmatch results when using capture-r select on a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used remote electronic access method to assess the galileo echo electronic images on (B)(6) 2014. The well images for the unexpected crossmatch compatible wells all appeared as unexpected negative. The unexpected crossmatch compatible results have a potential for a transfusion error.